Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device misfired. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Double feed. Eval summary: the analysis results found that the device was received in good visual condition. The device was tested for functionality and it fired 12 clips conforming and one double feed. In addition, the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the mfg process.